Manufacturer narrative:
Patient¿s weight was requested, but not provided. Unique identifier (UDI): the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 16 days. The patient remains ongoing on pump support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was hospitalized on an unspecified date, was doing great and scheduled to be discharged home that week on friday. Later that afternoon, the patient had suffered a stroke, left subdural hematoma. The patient was taken to the operating room (or) for evacuation. The patient was in the intensive care unit (ICU) and in stable condition. Additional information was requested, but not provided.